Event description:
The manufacturer received information from a third party service center alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was allegedly alarming for a "service required" condition and failed to charge its internal battery. During the evaluation of the device at the manufacturer's quality assurance lab, a "service required" code related to the internal battery was observed in the ventilator's downloaded error log. Information in the log suggests the device was left in a powered off state with no ac power for approximately three months. The internal battery was tested with a battery analyzer and a permanent failure was confirmed due to cell imbalance. The device was evaluated but not yet repaired.